Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd micro fine plus¿ 31 g × 5 mm pen injector needle pierced through needle cover. This was observed before use. No report of serious injury or medical interventions.

Manufacturer narrative:
One open 31g x 5mm pen needle sample and two photos were returned from an unknown lot. No., cat. No. (B)(4). Visual examination was carried out on the returned samples and photos and a cannula through shield was observed. No DHR review can be carried out as lot number is unknown. Visual examination was carried out on the returned samples and photos and a cannula through shield was observed root cause of this issue was incorrect loading of the shield to the hub at the shielding station.